Manufacturer narrative:
(B)(4).

Event description:
It was reported that on literature review ¿fixation plus acute arthroplasty for acetabular fracture in eldery patients¿, one patient presented deep infection; treated with antibiotic therapy and surgical two-staged revision, while using ¿polarstem¿.

Manufacturer narrative:
Results of investigation: it was reported that on literature review ¿fixation plus acute arthroplasty for acetabular fracture in eldery patients¿, one patient presented deep infection; treated with antibiotic therapy and surgical two-staged revision, while using ¿polarstem¿. To date no information about the used device got available. No batch number was communicated and no specific article number. The device itself, an unknown polarstem stem, which intent use is in treatment, was not returned for investigation. A thorough product history review could not be performed. The risks of "bone fracture" as well as "infection" are covered in our specific risk management file for all polarstem stems. In our current instruction for use for hip implants 12.23 ed. (B)(6), both failures are mentioned as well and are known as possible side effects of a total hip replacement. At that time of investigation no conclusions about the root cause can be made. The case will be re-assessed should additional information get available.